Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip xtw device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 1494 - off-label use -indication for usena.

Event description:
It was reported that a mitraclip procedure was performed on a patient with transposition of the mitral valve (mv) and tricuspid valve (mv), degenerative mitral regurgitation (mr) with a grade of 4+, rotated heart, and anterior flail. A traditional transseptal puncture was performed, but a mitraclip was used to treat the tricuspid valve in the mitral position. A mitraclip xtw (30920r1098) was inserted and an acceptable grasp with good mr reduction was achieved. However, after deployment, some tension released, and the clip moved. The clip partially detached from the anterior leaflet. The clip remained attached to both leaflets. A second mitraclip xtw (30731r1068) was inserted and positioned adjacent to the previously implanted clip, a great grasp of the tissue was achieved, but also a bit of the first clip. It was noted that the second clip had grabbed some subvalvular apparatus, both leaflets, chordae, and part of the first clip. Troubleshooting was performed but was not successful. The clip was not able to release the grasp. Each attempt to reposition the clip and release the grasp resulted in grabbing chordae, leaflet, and the first clip. The second clip could not be freed from the first clip or chordae. Therefore, the clip grasped the leaflets, part of the clip, and was deployed where it was, resulting with an excellent mr reduction, with the second clip closed to about 30 degrees. It was noted that the clips were stable. It was noted that imaging during the procedure had been exceptionally challenging. The procedure was completed with two clips implanted. The mr was reduced to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported poor image resolution is due to procedural conditions. The cause of the reported migration (partial clip movement) is due to procedural conditions (due to challenging imaging). The cause of the reported off-label use is due to the user using mitraclip device on the tricuspid valve. The reported medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.